Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed health professional from (B)(6) of peritonitis coincident with dianeal therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter (B)(4) technical services, the following was reported. The patient had loose motions with abdominal pain which caused peritonitis. The patient experienced peritonitis manifested by cloudy effluent. The patient was hospitalized for peritonitis. The patient was treated with injection cefazoline (1gm, once daily, ip) and injection ceftazidime (1gm, once daily, ip) for peritonitis. The patient was still hospitalized. The outcome of this peritonitis event was is unknown.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.